Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that an occluder occlusion balloon catheter was used in the kidney and ureter during a percutaneous nephrostomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the distal tip of the device broke of inside the patient. The detached tip was successfully retrieved using an unknown device. The procedure was completed with another occluder occlusion balloon catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.